Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain. The patient had a crack in the pd catheter extension set that was leaking during fill and drain. The crack was located near the distal end at the bottom part of the blue hub. The pdrn stated it is where the patient is handling the set and could have over twisted it causing the crack. The patient was admitted to the hospital. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient initiated antibiotic therapy with intraperitoneal (ip) cefepime 1g daily and ip vancomycin every 3-4 days with dosing based on the vanco trough. The last vanco dose the patient received was on (B)(6) 2026 at 2g. The culture was positive for serratia liquefaciens. The patient was discharged on (B)(6) 2026. The cause of the peritonitis event is suspected to be the cracked catheter extension set. The set was changed during the hospitalization and is not available for return to the manufacturer. The patient is expected to remain on antibiotic therapy for 19-21 days and then switch to oral antibiotics as the patient is going to transition to hemodialysis (hd). The patient requires a lot of dialysis and recently had to increase the overnight treatment to 11 hours with 2 manual exchanges daily. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the pd catheter extension set and the patient event of peritonitis with hospitalization. Additionally, there is a likely causal or contributory relationship between the event and use of the pd catheter extension set. The pdrn reported there was a crack in the set which was leaking during the fill and drain. However, the pdrn reported that the patient could have overtightened the hub causing the crack. That was not confirmed, however, there also was no report of any defect or damage of the extension set prior to the reported crack at the time of the event. The culture was positive for serratia liquefaciens which colonize on the hands and respiratory tract. This could support the theory that the crack occurred when the patient was touching the hub to connect to the pin connector and overtightened resulting in the crack permitting the bacteria into the system. Based on the available information, it cannot be concluded if the reported crack in the pd catheter extension set was caused by patient error or if there was a defect that went unnoticed prior to use.